Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a bad fall in the fall of 2024. After the fall the patient stated they no longer had good symptom management. It was noted during that time period, that the patient met with a company representative at the clinic to re-program and also made additional adjustments to settings over the phone. The patient recently had a system revision, where a new lead and battery were placed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator had a bad fall in the fall of 2024. After the fall the patient stated they no longer had good symptom management. It was noted during that time period, that the patient met with a company representative at the clinic to re-program and also made additional adjustments to settings over the phone. The patient recently had a system revision, where a new lead and battery were placed. There were no patient complications.